Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. The reported leaflet grasping failure appears to have been a result of patient morphology/pathology. The reported tissue damage appears to have been a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The patient had a large pre-existing posterior leaflet flail (19mm flail gap) and a large extended prolapse from p3 to the lateral side of p2. There was redundant tissue with a posterior leaflet length of 23mm. The xtw clip was advanced, however the leaflets could not be grasped. The leaflets got caught on the grippers and tissue damage occurred during the grasping attempts. The clip was not implanted, and the procedure was aborted. No clips were implanted, mr remained at 4. No additional information was provided.